Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incomplete coaptation cannot be determined. The reported mr appears to be a cascading effect of the reported incomplete coaptation. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade 4+. One clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. During follow-up on (B)(6) 2023, single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet and mr was recurrent grade 4. No further intervention was reported. No additional information was provided.